Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter does not provide power. The adapter will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the monitor ac adapter was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the monitor ac adapter was not providing power due to damaged internal electrical wires in the power cable at the connector strain relief. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was a monitor ac adapter.